Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous tibial artery. After crossing the lesion with a command es guide wire the 2.0x60mm armada 14 dilatation catheter was noted to not fully inflate when inflated to nominal pressure as the hub was noted to be leaking. Another 2.0x40mm armada 14 was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak at the hub. Although a conclusive cause for the reported leak was not identified, the reported inflation issue appears to be related to operational circumstances of the procedure as it is likely due to the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9/h3 - device available for eval updated from 'yes' to 'no'

Manufacturer narrative:
Visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported leak and inflation issue were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined a potential product quality issue based on the reported leak, inflation issue and noted inner member tears. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d9 - device available for evaluation updated from 'no' to 'yes' h6 - component code 4755, type of investigation code 4115, investigation findings code 114 and investigation conclusions code 67 were removed h10 - additional mfg narrative: revised.